Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: the instrument arrived in a contaminated condition. The instrument exhibits n outwardly damages. A microscopic and visual inspection of the jaw as performed. Except minor soiling (blood and tissue) there was no abnormities like burned or charred peak found. The mechanical function was checked. The clamping and the cutting function worked well. In the next step, the instrument was connected and everything functioned like it should. The function of the resistance of the system. Therefore, it was cleaned the jaw with hydrogen peroxide. The connected instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well-known current, it is possible to calculate the real resistance on load operation. The failure is most probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It was reported that the device stopped sealing.